Event description:
New information received notes that the rv lead was explanted and replaced while the ra lead remains implanted. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00350. It was reported that when the patient presented in clinic for a follow up, x-ray revealed both right ventricular and atrial leads were dislodged. Programming change was made. Lead revision was discussed. The patient was stable.